Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during the second dilation at 12 atmospheres for 8 seconds, the balloon ruptured. The procedure was completed with another of same device. No complications were reported.